Event description:
It was reported the patient has been receiving inadequate therapy due to high impedances. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2019-05080. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which both leads were found to have high impedances. As a result both leads were explanted and replaced. Issue resolved and therapy has been restored. The patient's other lead has been added to this event as a new device (device 2).